Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
(B)(4) - the dentist reported that 17 days after dental implant was installed in intraoral region #30, its non-osseointegration was observed. The 10 ncm of primary stability was achieved and the implant was installed without immediately load. The patient presented bone type I. "